Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device will not switch on even with new pad-pak.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 8th june 2011. The device was returned for will not switch on. This was due to the returned pad-pak being depleted beyond any use. Multiple manual power ons were recorded in the device history between the 1st january 2016 and the 25th december 2017. These manual power ons would indicate the device was switching itself on automatically and along with the excess current drain measured during the investigation, would have resulted in the depletion of an installed pad-pak. The fault was traced back to corrosion on track 13 of the membrane tail. Furthermore, this corrosion had most likely resulted in an 18v short circuit onto track 14 of the membrane tail. This would have caused an 18v overvoltage and damage to the microprocessor u25, and resulted in the device entering CPR advisor mode, and most of the instructional leds remaining illuminated, as witnessed during the investigation. The fault could not be replicated when the corrosion was cleared. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail, would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). However, this could not be verified by other means. The concession outlined in the product history review would have had no impact on the fault observed. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved. Device will not switch on even with new pad-pak